Manufacturer narrative:
No customer samples were returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot 5314771. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter needle did not retract while still in the arm then spontaneously retracted. There was no serious injury or medical intervention reported.